Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The very calcified target lesion was in the proximal left circumflex (lcx) artery. The physician was attempting to advance a 2.5x12mm taxus express3 drug eluting stent (des) but was unable to cross the lesion. The physician pulled the stent back to get a "better look" and noticed that the stent struts were flared. The procedure was completed with another 2.5x12mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "ok."